Manufacturer narrative:
Reference record (B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in section d4 which is the us list number. The device involved in the event was not returned, therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date a patient from the (B)(6) underwent a procedure for percutaneous endoscopic gastrostomy (peg)tube placement. The patient has an inflammation at the insertion site that will not go away. The physician created a new insertion site next to the other insertion site. The new insertion site was created because the patient reacts well on the treatment with duodopa. The patient uses an unknown antibiotic.